Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown vanguard xp lateral tibial bearing catalog #: ni lot #: ni, unknown vanguard xp medial tibial bearing catalog #: ni lot #: ni, unknown vanguard xp tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Insufficient information.

Event description:
It is reported that the patient underwent a right knee manipulation under anesthesia to treat arthrofibrosis approximately fifteen (15) months following knee arthroplasty. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.